Event description:
It was reported by a customer in (B)(6) that, the taperguard oral/nasal tracheal tube insertion was performed in a patient at the ICU settings, and after one week of the intubation procedure, the patient's etco2 stopped rising. A nurse checked the tube and found a crack on the inflation line (rx201406-0662). It was replaced by another taperguard oral/nasal tracheal tube, and the same condition was confirmed within one hour of use (rx201406-0663). There was no reported patient injury.

Manufacturer narrative:
The reported "pilot line/balloon" failure mode was confirmed in the received sample. The inflation line was partially broken on the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of (B)(4). Deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. A physical condition of this magnitude would have been detected during the 100% inflate/deflate test and removed from the lot. The broken condition on the pvt inflation line is not confirmed as related to manufacturing process. (B)(4).

Manufacturer narrative:
The device was received and decontaminated by covidien. It will be forward to henequen (the manufacturer), who will perform the investigation. (B)(4).